Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: part: 00801803602, femoral head 12/14 taper, lot: 62177099. Part: 00771101100, femoral stem 12/14 neck taper size 11 standard offset, lot: 62141471. Part: 00620205422, shell porous with cluster holes 54 mm, lot: 62076380.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR was reviewed and no discrepancies were found. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records. X-ray note states: superior dislocation of the femoral component of the prosthesis from the acetabular component. Satisfactory reduction of the femoral head dislocation. Another x-ray report demonstrated that there is adverse local tissue reaction. Revision op note demonstrated that the patient was revised due to dislocation of the left total hip with development of metallosis and trunnionosis resulting in altr with formation of a large pseudotumor and elevated metal ion levels. Estimated blood loss of 1000ml during the procedure was also noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00801803602, femoral head sterile product do not resterilize 12/14 taper, lot: unknown. Part: 00771101100, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset, lot: unknown. Part: 98000120011, por st/tm cup/lg xlpe ln/lg, lot: unknown. Part: 00620205422, shell porous with cluster holes, lot: unknown. Part: 00630505036, liner standard 3.5 mm offset, lot: unknown. Multiple MDR reports were filed for this event, please see associated reports: head: 0002648920-2019-00355, stem: 0001822565-2019-02139, liner: 0001822565-2019-02867, cup: 0001822565-2019-02868.

Event description:
It was reported that a patient underwent initial left total hip arthroplasty. Subsequently, the patient was revised approximately six years post-implantation due to dislocation of the left total hip. During the procedure, the surgeon noted metallosis and trunnionosis which resulted in adverse local tissue reaction (altr) with formation of a large pseudotumor. All zimmer biomet product was removed and competitor product was re-implanted. Attempts have been made and no further information has been provided.